Manufacturer narrative:
E.4. The initial reporter also notified the FDA. Medwatch report # mw5145660. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd bactec¿ plus aerobic/f culture vials (plastic) there was a molecular false positive for c.tropicalis. Results were not reported and there was no patient impact. The following information was provided by the initial reporter: molecular fp with c.tropicalis.

Event description:
It was reported that during use with bd bactec¿ plus aerobic/f culture vials (plastic) there was a molecular false positive for c.tropicalis. Results were not reported and there was no patient impact. The following information was provided by the initial reporter: molecular fp with c.tropicalis.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. This is a duplicate of MFR report # 3008352382-2023-00204 that was reported for molecular false positive.